Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited scratches on main body lens, water invasion in main body, corrosion on free lock lever, connector terminal and coupler. There was no patient involvement.